Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the device logs for the stapler 30 curved-tip stapler instrument (part# 488530-13/ lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the stapler 30 curved-tip stapler instrument was last used on 20-oct-2025 via system serial# (B)(6). There were 10 uses remaining after this last usage. Logs show pn 488530-13, ln k11250717-0089, was installed on the system two times and fired 2 reloads (1 blue, followed by 1 white). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~37% completion, after a duration of ~22 seconds. The instrument was then removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, after completion of staple on tissue, the stapler 30 curved-tip stapler instrument stopped and generated a message that the tissue was too thick. After pausing for compression, the system noted that it was too thick to continue. The stapler 30 curved-tip stapler instrument was removed and when the reload was removed from the stapler 30 curved-tip stapler instrument, it was observed that the reload was broken and the blade remained in the stapler 30 curved-tip stapler instrument device. The blade was removed, and a new load was attempted to be loaded but was not able to be fully seated with in the stapler 30 curved-tip stapler instrument. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.